Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked keypad connector noted. Analysis was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The reporter stated via phone call that the insulin pump had blank display. The reporter was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The reporter stated that the insulin pump did not want to turn on even with battery change. The reporter stated that the insulin pump was not dropped/bumped, battery cap was not damaged, the display did not return with troubleshooting. The reported was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.